Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on-site. The n2o gas module was replaced and returned for investigation. The device logs were saved and sent in. The returned n2o gas module was investigated using simulated use testing in a reference system. The reported problem could not be reproduced. The returned n2o gas module functioned as intended. The evaluated logs and the complaint description reported issues indicated temporary oscillations in the n2o gas module and as a consequence, a larger flow than requested from the n2o gas module was delivered. A larger flow from the n2o gas module than requested affects the gas mix between n2o and oxygen in the fresh gas flow leading to a lower oxygen and/or agent concentration than set. Alarms for low oxygen and/or agent concentration are generated to notify the user. Since the experienced issue could not be reproduced, we have not been able determine the true cause.

Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for low inspiratory oxygen concentration. There was no patient harm reported. (B)(4).